Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was failing calibration for an error 80 and also a test mixing pump was needed during decon to cool. Serviced the mixing pump (sn # (B)(6)). Performed 2k pm service on the unit. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, serviced the circulation (sn # (B)(6)) pump. Replaced the heater # 1410, with new heater # 2301, manifold o-rings, drain valves, tank tubing and the coin cell # 14.10.27., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed would like to send the arctic sun device for depot repair. The biomed called in to state that the device was failing calibration with an error 80 (non-recoverable system error). When they checked the diagnostics, the chiller temperature (t4) was reading 6c. They discussed that it was indicative of a failed mixing pump. The biomed stated they would order and replace the pump onsite. Per investigator notification received on 26jul2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send the arctic sun device for depot repair. The biomed called in to state that the device was failing calibration with an error 80 (non-recoverable system error). When they checked the diagnostics, the chiller temperature (t4) was reading 6c. They discussed that it was indicative of a failed mixing pump. The biomed stated they would order and replace the pump onsite.